Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port without manipulation; the seal was on. The leaks were discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) actual samples (device 1, 2 and 3) and one (1) companion sample (device 4) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed; which revealed a leak at the spike port cap from the base of the spike port on device 1, 2 and 4. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. No leaks were observed in device 3. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.